Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019. The manufacturer's field service engineer (fse) confirmed the reported navigation ring issue and failed o2 accuracy pvt. The customer reported the failed test was due to an empty o2 tank. The (fse) replaced the defective front bezel to address the reported navigation ring problem. The customer resolved the reported failed o2 accuracy pvt problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a navigation-ring failure and a failed o2 accuracy performance verification test (pvt). There was no patient involvement.